Manufacturer narrative:
Product was discarded.

Event description:
It was reported the patient received the following results within 15 minutes: 88 mg/dl, 108 mg/dl, 153 mg/dl, 140 mg/dl, and 89 mg/dl.